Event description:
It was reported that a patient experienced recurring alert 39 with code 239 indicating an insulin shaft encoder failure on the ilet pump, confirmed in device history, and the alert persisted despite multiple restarts; the device was replaced and the patient used subcutaneous insulin by pen as back-up therapy. Symptoms included hyperglycemia with a reported blood glucose high of 564 mg/dl, fatigue, and moderate ketones, without loss of consciousness, diabetic ketoacidosis, or professional medical intervention. Outcomes included temporary interruption of automated insulin delivery requiring back-up therapy and user self-management per ketone action plan. Investigation included review of device logs and user-reported history and replacement of the implicated pump. Investigation of this case revealed a malfunction of the insulin delivery mechanism consistent with an insulin shaft encoder failure, resulting in impaired insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the insulin shaft encoder.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.